Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of 2000ml exactamix eva tpn bags had leaked. This event occurred while compounding the device with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was performed and it was found that during manufacturing, one unit failed leak testing. The affected units were segregated from the production line. The cause of the leak was determined to be the placement of the spike port on the bag and an issue with a machine component. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.